Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus issue. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient entered in a bolus command to the personal diabetes manager (pdm) and the bolus was not delivered. The patient's blood glucose rose to 600 mg/dl. An additional bolus command was entered and the correction was delivered, treating the hyperglycemia.